Event description:
An ocd fe (field engineer) went to the customer site in 2006 to perform repairs on the ortho provue analyzer. The fe reported that the customer had diluted a system fluid (provue wash solution b) incorrectly.

Manufacturer narrative:
The customer did not follow product labeling concerning the proper preparation of provue wash solution b. The customer diluted an unknown amount of wash solution with water and used the incorrectly diluted solution on the ortho provue analyzer. Erroneous results were not reported as a result of this incident. However, if the wash solution b was diluted to an extent that it was not effective in cleaning the fluidics system, then an incident of this nature may lead to carry over and/or cross contamination which can cause erroneous results and transfusion of incompatible blood. The customer was instructed to follow product labeling when performing maintenance on the ortho provue analyzer. Instrument malfunction could not be identified. Incident occurred as a result of user error. Incident is isolated.